Event description:
My wife's insulin pump is a tandem diabetes t-slim model. The pump takes infusion sets which appear to have quality control or manufacturing defects, making many of them unusable. The infusion sets in question are autosoft 90. There will be several acceptable quality boxes in a row followed by a box that simply will not function. Today, she went through nearly an entire box trying to get a single set to work. Problems include kinked tubing that will not flow properly, infusion needles that bend upon insertion, errors from the pump stating there is a problem with delivery, faulty adhesive pads that flip over or do not adhere when inserting, rendering them useless. I have spoken to tandem customer care about these and they simply will not admit there is a problem with this product, insisting on blaming the customer. We have been using these infusion sets for two years with few issues in most batches we have received. It seems that when one set is bad, the entire box is very difficult to get to function for whatever reason. The manufacturer needs to address this issue and refine this product. As it is, it is exceedingly difficult to use as intended due to various design shortcomings.